Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as duet to improper operations. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneally, dose, frequency and duration not reported). At the time of this report, the patient has not recovered from the event and pd therapy was withdrawn at the later stage of treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.